Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use on (B)(6) 2023. The issue occurred with ten similar types of infusion sets used for 24 hours. No further information was available.